Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv svc coil had a fracture.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured but a dimension could not be determent due to explant damage. And the interior superior vena cava defibrillation cable was fractured from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the superior vena cava (svc) coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.